Event description:
It was reported that sometime post a stent placement in the bilateral occlusion of the common iliac veins with involvement of the inferior vena cava via the bilateral femoral vein, it was found that there was allegedly a significant shortening of the left stent under post-release imaging. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a image was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation; the stent remains implanted. An x-ray image provided shows two stents placed in the venous bifurcation with lying guidewires. The image quality is not good, so that evaluation of the strut pattern is not possible. However, significant difference in length of the two stents is evident. Based on an x-ray image provided image foreshortening of a stent during placement is confirmed. However, a definite root cause for the reported issue could not be determined. The placement in the iliac vein represents off-label use. Labeling review: relevant labeling supplied with this product was reviewed. Regarding indication of use the instructions for use states: "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". Regarding precaution the instructions for use states: "the stent experiences minimal length changes during deployment. To maximize stent placement accuracy, slowly and deliberately deploy the distal portion of the stent until you have visual confirmation of wall apposition before steadily deploying the remaining length of the stent." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a stent placement in the bilateral occlusion of the common iliac veins with involvement of the inferior vena cava via the bilateral femoral vein, it was found that there was allegedly a significant shortening of the left stent under post-release imaging. There was no reported patient injury.